Event description:
Per independent repair center statement, the alarm will not function. The key failure is the power switch alarm does not function. Additional malfunction is the zip ties tubing leaks.